Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #:(B)(4).

Manufacturer narrative:
It was claimed that internal leakage test failed during pre-use check. There was no patient involvement. Identification of issue has been done by analyzing problem description and device¿s logs. According to the information provided by the technician, the nozzle unit of gas module was defective and replaced (it was not specified which nozzle unit was defective). The issue has been resolved and the device was delivered to the user in working condition. The issue was decided to be reported based on available information as defective nozzle may lead to stop of ventilation, low o2 or high pressure. In order to conduct further analysis of the case, more detailed information is required. Unfortunately, the claimed part was not available for further analyze. Therefore, the root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).